Manufacturer narrative:
The insulin pump passed displacement test and unexpected error test. The device was monitored and functioning properly. No unexpected restart alarm and no external ram crc error alarm noted. The device was unable to upload to carelink due to displayable history crc check failed on startup alarm in the history file, due to corrupted history file. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump would turn off and lose all programmed settings. Review of the insulin pump's alarm history showed that multiple error alarms had been returned. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.